Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a header connection issue. Also, the right atrial (ra) lead had noise associated with it. The ICD was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: product ID 5076-52, implantable pacing lead, implanted (B)(6) 2006; product ID 694965, implantable tachy lead, implanted (B)(6) 2006. (B)(4).